Event description:
It was reported that during a surgical procedure that the drill bit broke. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Device not returned for eval. In addition, no lot number was provided for further investigation.